Event description:
Per the clinic, the patient refused to wear the device for unknown reasons. The patient was put under general anesthesia to evaluate the device on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.